Event description:
It was reported that the device was found in backup mode after the patient had an MRI. Technical support was contacted and recommended reprogramming, which was performed to resolve the event. Additional information was requested but not available.